Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a spillage of small particles from broken base trays sticking to tubes, and cracks were found in the tube wall of one tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. The customer photos depict eps beads on tubes and a tube with a crack along its side, leaking blood. The tray holding the retained samples was inspected for damage and loose eps beads, and it passed inspection. Additionally, a total of 30 retained samples underwent a visual inspection for cracks and breakage, and none of them failed. Furthermore 10 retained samples were visually inspected for brittleness, with one of the 10 samples failing the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked product/component and tray pack residue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a spillage of small particles from broken base trays sticking to tubes, and cracks were found in the tube wall of one tube. There was no health impact or consequence reported.